Manufacturer narrative:
Healthcare provider initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while using the product in a case of ic-cvenous cerebral aneurysm 13 mm long, 7 mm short, and 5 mm neck diameter, the tip did not open after starting deployment with middle cerebral artery (mca) and although system operation was performed, deployment was not possible and the tip started to fray. It was determined that continued use would be difficult, so it was collected. The pipeline was used for an indication that is not approved (off-label). The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the straight blood vessels of middle cerebral artery (mca) and the difference in the diameter of the blood vessels of internal carotid artery (ica) were used but did not develop. Cause was not determined. No patient symptoms or further complications were reported as a result of this event. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps attempted to open the pipeline were the others than the pta in the balloon were tried.